Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested via phone on 07/31/2008, 08/01/2008, and 08/14/2008 and via fax and mail on 08/01/2008. A completed questionnaire has not been received.

Event description:
A surgeon reported his pt feels that following intraocular lens (iol) implant surgery, his lens is not performing ideally. The pt reported to the surgeon that he is experiencing poor distance, intermediate, and close-up vision. He stated to the surgeon that the lasik conducted to correct his astigmatism has not helped his vision. He also stated his vision began to improve a little bit three months after his surgery, but became unclear and blurred suddenly after the lasik procedure. The pt reported to the surgeon that he is also unable to read labels or small prints. The surgeon reported the iol was implanted with out difficulty and that he is pleased with the patient's progress.